Event description:
It was reported that when the patient presented remotely via merlin.net transmission, noise was observed on the right atrial lead. Lead was explanted and a new lead was implanted. Patient¿s condition was stable.

Manufacturer narrative:
A partial lead with the distal tip was returned for analysis. External abrasion was noted at 35.7 ¿ 36.2 cm from the distal tip breaching the outer insulation and exposing the outer coil, consistent with lead friction to the device can. The exposed outer coil is consistent with the observation from the field of noise.